Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) turned off unexpectedly during testing. It was indicated that a capacitor was out of specification. It was also indicated that the lower case was broken and a bail and bail cover were missing. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). If information is provided in the future, a supplemental report will be issued.